Event description:
The fse reported during preventative maintenance, the navigation ring was unresponsive, screen settings keep jumping around and settings cannot be changed. The customer reported there was no patient involvement.

Manufacturer narrative:
On (B)(6) 2016, fse became aware that customer had touch screen issues in addition to nav ring issues. (Become aware date): modified from (B)(6) 2016 to (B)(6)2016.

Manufacturer narrative:
Contamination buildups were found on the rotary adjustment assembly (nav ring) matrix that caused the nav ring not working.